Event description:
A caller reported occlusion alarms, which technical support could not verify from the pump's history. There was no adverse impact on the customer¿s blood glucose level reported. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.